Manufacturer narrative:
The insulin pump was received with a blank display followed by a constant tone due to a faulty component on the motherboard. Unable to verify the alarms due to the blank display.

Event description:
The customer reported an alarm. During troubleshooting, the alarm occurred again. Advised that the insulin pump would be replaced. Nothing further was reported.